Event description:
As result of malfunction, the patient had to undergo a second device implantation. The device was implanted at this facility on 8/26/91. In january, 1992, the patient was in the physician's office. An infiltration was noted as the device was flushed. Chest x-ray and port-o-gram confirmed the malfunction on 1/28/92. The device was removed and replaced on 1/29/92.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: material degradation/deterioration. Conclusion: device failure directly caused event, other. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.